Event description:
Healthcare professional reports inconsistent act-lr results with the hemochron signature elite microcoagulation system during a cardiac ablation for patient with diagnosis of wolff-parkinson-white syndrome. During the course of the procedure, the medical staff had difficulty keeping the patient at the therapeutic target time, and a second elite instrument was introduced for side-by-side comparison testing. One comparison test generated result of 266 seconds on the initial instrument and 379 seconds on the second instrument. Target time: 350 seconds. No adverse events reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2013 references itc complaint (B)(4). The second elite instrument used for comparison testing was serial # (B)(4). Cuvette lot# j3jlr136. Itc has requested all data required for form 3500a.